Manufacturer narrative:
Initial reporter name and address: establishment name: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. There was a cut to the bending section rubber which led to water tightness being lost. The adhesive was also chipped. There were scratches noted throughout the device. The switch 1 was damaged and the indication on the grip was unclear. The lock engagement lever had discoloration and the label of the light guide connector was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera laparo-thoraco videoscope had an air leak at the bending section rubber. Upon inspection and testing of the returned device, it was noted that a foggy image occurred due to damage to the objective lens. There was invasion of moisture into the objective lens. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the event occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, gaps around the lens, etc. On the objective lens and illumination lens at the tip." Olympus will continue to monitor field performance for this device.